Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule: unable to observe, as it is a medical event. Not related to the device. Bulge: unable to observe, as it is a medical event. Not related to the device. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Rupture: no observed, openings on the device. Additional observations: observed, deformation on the device. Observed, creases on the device. White calcification in the surface of the shell. Observed, cloudy in the gel. No further actions are required, as the device was implanted.

Event description:
Patient reported "left implant felt lumpy", "bulges out of the side of my breast. Had scan confirmed it is ruptured + leaking". An ultrasound and mammogram were performed. Physician reported reason for removal is "rupture of the implant". The device has been explanted and replaced.

Manufacturer narrative:
F2203. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "implant feel lumpy and bulges out of the side of breast. Scan confirmed it is ruptured and leaking".

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur.